Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 14-apr-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the past 3 weeks the patient has been having issues charging their implanted neurostimulator. The patient stated that the recharger paddle is heating up when they charge their implant and sometimes the controller won't let them charge the implant. Patient said the other day the controller was completely charged and it said that the batteries needed to be recharged before it could charge the implanted device. A request was sent to the repair department to replace the recharger. Patient stated they met with their representative(rep) yesterday and the rep had stated the recharger and controller needed to be replaced. Agent reviewed the recharger would be replaced due to the nature of the issue.